Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the oor message was unsure. This may be an issue with the lead, they are still investigating. The patient has seen neurosurgery, had an x ray of the dbs system. The issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a clinician programmer tablet. It was reported that the doctor was running impedances and getting inconsistent results, some values were really high (in the 19000ohm range) but the patient was still getting therapy. They switched to using the 8840 and the values were normal. They didn't provide any specific values. They were running the old version of the software on the tablet. No out of box failure was reported. No symptoms were reported. Additional information was received: it was reported that there was an oor message on the tablet. There were impedance issues at the appointment on (B)(6), but also noted that there was an oor message seen on that day too. It was then noted that another oor message was seen on (B)(6) 2019. The patient reported checking their implant and seeing the oor message. They had changed their settings from 2.6v to 2.5v. There were no further complications reported.